Event description:
A 79-year-old male patient with pleural mesothelioma began optune lua therapy on (B)(6) , 2023. On (B)(6) 2024, novocure was informed that upon removing the arrays, a large sore was observed on the patient's back. On (B)(6) 2024, the patient's spouse reported that the skin lesion (sore) required incision and drainage the previous day. The affected area was located on the side of the spine, in the location of the array layout. The patient was prescribed sulfamethoxazole-trimethoprim and hydroxyzine. Optune lua therapy was temporarily discontinued. The prescribing physician reported on (B)(6) 2024, that the patient was not hospitalized due to the skin changes and had not been prescribed steroids. The physician described the skin changes as erythematous maculopapular rash that was more than likely caused by optune lua therapy. The patient had resumed optune lua therapy.

Manufacturer narrative:
Novocure medical opinion is that contribution of the array placement to the skin lesion cannot be ruled out. Skin lesion was not reported as an adverse event in the ef-23 trial of optune lua together with pemetrexed and cisplatin or carboplatin in patients with mesothelioma. There have been 68 reports of skin lesion in the optune commercial program to date and 1 case for pleural mesothelioma.